Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, high pacing thresholds and abnormal impedance measurements were observed. The lead was repositioned about six times, until the helix could no longer be extended or retracted. This lead was removed and a different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. However, the helix mechanism could not be tested due to dried blood in the housing. Laboratory testing was unable to reproduce the reported clinical observations of high pacing thresholds and high impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, high pacing thresholds and abnormal impedance measurements were observed. The lead was repositioned about six times, until the helix could no longer be extended or retracted. This lead was removed and a different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.